Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) distal conductor fractured, the defib conductor was distorted as was the helix. The outer insulation was breached/cut, the lead was stretched and the lead was flexed within 5cm of the anchoring sleeve. The full lead was returned in segments for this analysis.

Event description:
High impedance, lead fracture, and dislodgement were reported. The lead was replaced. No patient complications have been reported as a result of this event.